Manufacturer narrative:
As reported, the involved concept suture passer needle is not expected for evaluation, as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported needle breakage was unable to be determined. This device (B)(4) was manufactured on 20-feb-2015 in a lot of (B)(4) with no noted discrepancies during the manufacturing process that could have caused or contributed to this problem. No similar complaints have been received for this item and lot number combination. A review of complaint history for the past two years showed there has been one similar complaint received for this device however the needle is not from the same lot. Use of this product is technique dependent and the risk analysis has been deemed acceptable per npqe monitoring. (B)(4). To date, there has been no patient long term adverse effect reported resulting from this type of incident. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The customer reported that during use of the spectrum autopass suture passer needle with the spectrum suture passer in an arthroscopic shoulder rotator cuff repair, the tip of the needle broke off after the third pass. As reported, the broken needle tip was believed to be seen floating in the fluid within the joint and retrieved from the patient's shoulder by suction. The procedure was completed using another like device with no further complications or serious injury to the patient. An x-ray was taken postoperatively and showed no sign of the tip remaining in the shoulder. The patient was discharged as per routine procedure for this type of surgery. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. It was reported that additional x-ray images are planned for the patient during future post-operative patient check-ups.